Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Pacemaker interrogation revealed a diagnostic anomaly. The pacemaker was not calculating pacing accurately. No intervention was performed. Patient was stable throughout event.